Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer reported that they received no delivery alarm. The customer's blood glucose was 600 mg/dl at the time of incident. The customer's blood glucose was over 600 mg/dl at the time of hospitalization. The customer stated that they were given insulin drip during the hospitalization. The customer stated that they were wearing the insulin pump during hospitalization. The customer stated that the insulin pump would alarm no delivery during manual prime at times. The customer declined further troubleshooting. The insulin pump will not be returned for analysis.